Event description:
Information received regarding the explanted device notes that one day post implant, the device exhibited "very high capture thresholds". The use of electrocautery during the procedure was reported. The patient exhibited an escape rhythm of 40+ bpm.